Event description:
It was reported that the physician initially had difficulty with the set screw indicating that it was "off track." The physician was able to secure the lead after a few more attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.